Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead exhibited high capture threshold. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned for analysis visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.